Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the micro scissor punch broke into the patient's knee. According to the surgeon, he was able to remove the broken pieces from the injured meniscus.